Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of event was reported as unknown.